Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during testing, the unit's bipolar forceps insulated part was flaking. They replaced the bipolar forceps. There was no patient involvement.